Manufacturer narrative:
Approximate age of device ¿ 5 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2018. The cause of death was requested but was not provided. The device will not be returned for evaluation. The details of and leading up to the patient's death could not be provided due to privacy laws in the event country, but the device was reported to have been working as expected.

Manufacturer narrative:
Investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The device will not be returned for evaluation. The details of and leading up to the patient's death could not be provided due to privacy laws, but the device was reported to have been working as expected. No further information was provided. The manufacturer is closing the file on this event.